Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Ten days postop, the patient developed a deep vein thrombosis in the right lower leg inhibiting progress with mobility. The patient subsequently underwent a manipulation under anesthesia approximately one month later due to arthrofibrosis and a second arthroscopic manipulation approximately 4 months later due to continued stiffness. The patient then underwent a revision procedure approximately 10 months post-implantation due to ongoing arthrofibrosis, ambulation difficulties, and performing usual activities. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42500006802 - femur cemented posterior stabilized (ps) narrow right size 10 - 64729951. 42522400811 - articular surface fixed bearing posterior stabilized (ps) right 11 mm height - 64477820 . 42540200032 - all-poly patella cemented 32 mm diameter - 64816182. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00207, 3007963827-2021-00208.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: it was reported that a patient experienced a postop deep vein thrombosis which inhibited physical therapy progress. Due to the lack of mobility, the patient developed significant scar tissue in the joint which increased despite invasive procedures to remove it. The patient was ultimately revised due to the surrounding scar tissue and sequelae. X-rays revealed no complications with the fit or alignment of the implants that would cause or contribute to the need for revision. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.